Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed with a program anomaly error. The patient's blood glucose at the time of incident was 130 mg/dl. Troubleshooting was initiated and the customer was unable to clear the alarm. The customer removed the battery for five minutes and then reinserted it, but the alarm did not clear. The device began to beep and nothing turned on. The customer was advised to leave the battery out for two hours and call back once she inserted a new battery. No products were returned or replaced.